Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician found the head up valve sticking. The technician replaced the head up valve to repair the bed.